Event description:
During an open colostomy takedown procedure, the anvil became detached from the eea stapler. The eea stapler had been placed in the rectum and mated with anvil from the descending/ sigmoid colon. After the eea stapler was closed and activated, the eea stapler was removed and the surgeon noted that the anvil was not attached. A laparoscopic alligator grasper was used to grasp the anvil and advance it out without difficulty.